Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator was found to be in backup operation. A device restoration was performed successfully. The patient was in stable condition.